Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer's blood glucose level was 619 mg/dl. Customer treated their high blood glucose level via manual injection. Customer was advised to properly change out the infusion set, site or reservoir when needed. Customer was advised to try recommended remedies to prevent recurring no delivery alarms and monitor the insulin pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery or occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.